Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
On (B)(6) 2014, it was determined that this is a duplicate report to 1723170-2014-01081. Please disregard this report.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, tracer registration was 1cm inaccurate to the left on all anatomy. No further details regarding the procedure, or the alleged inaccuracy, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.